Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: based on the received information, it seems that the reported lack of hearing was caused by a post-operative migration of the active electrode array out of cochlea, as confirmed by diagnostic images. A full insertion was achieved at initial implantation. According to the received information the patient suffered from infection which probably facilitated the migration. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use.

Event description:
The user has a known history of migration since (B)(6) 2017. Migration was following an event (cold and hospitalization and placement of a pic line) and therefore 5 channels were disabled because they were out of cochlea. Since (B)(6) 2017 patient is not using the device anymore. At the programming visit the audiologist recognized his most comfortable stimulation levels have decreased although the in situ measurements were within normal range. When recipient is using the processor he has a strange sensation in the back of his head. A reposition surgery was done on (B)(6) 2018 and the surgeon confirmed 6 extra-cochlea electrode contacts. In situ testing was performed on all electrode contracts and was within normal limits.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has a known history of migration since (B)(6) 2017. Migration was following an event (cold and hospitalization and placement of a pic line) and therefore 6 channels were disabled because they were out of cochlea. Since (B)(6) 2017 patient is not using the device anymore. The surgeon is considering a re-implantation surgery.